Manufacturer narrative:
It is speculated that the neuroshield was not sutured into place well and may have migrated towards the wound closure site due to use of cutting needle. Movement of the foot/ankle during healing may have contributed. It is unknown if the device was properly hydrated prior to use. A combination of these event may have caused the device to spit out near the wound closure location.

Event description:
Neuroshield was implanted on (B)(6) 2022 at a deep level following a peroneal foot/ankle procedure. Fragments of ns "spit out" in office, leading doctor to make an incision to fully remove device and drain on (B)(6) 2022. Antibiotics were administered to the patient with no resolution. A cutting needle was used.